Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The controller requires two power sources for safety: either two batteries or one battery and an ac adapter or dc adapter. Proper connection is verified when the ac/dc indicator on the controller turns green and the corresponding battery indicator turns off. If the ac/dc indicator doesn't turn green, the controller is using battery power and the "power disconnect" alarm will sound. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. If returned, these devices will be analyzed and reported as required: serial # (B)(4), catalog #: 1430de. (B)(4). Device has not been received.

Event description:
It was reported that while in a rehabilitation center, this patient 's ac adapter and controller malfunctioned. The vad coordinator had a detailed discussion with the patients and staff on appropriate handling of the peripheral equipment. All persons involved reported that they had been careful with the equipment. This patient self is unable to perform battery exchanges independently due to neurological deficits. The controller and ac adapter were exchange without consequence to the patient. No further information was provided.

Manufacturer narrative:
Information was received which stated that the controller had bent pins on the port. The patient had battery alarms as a result but did not have any power loss. The patient was reported to be currently doing "fine". Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Two controllers and two batteries were returned for evaluation ((B)(4)). Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Review of the manufacturing documentation confirmed that the associated devices (both controllers and batteries) met all requirements for release. The reported events were confirmed through visual inspection and functional testing as follows: the alarm log files from (B)(4) revealed one power disconnect alarm recorded on (B)(6) 2015 with an invalid saw value of "0xff00", which is related to noise between the battery and the controller communication line. The batteries connected at that time were (B)(4) in ps-1 and (B)(4) in ps-2. This controller had not been upgraded to smr. The alarms log file analysis for the same controller ((B)(4)) also revealed two critical battery alarms, suggesting a communication error between controller and batteries. It should be noted that the batteries suspected of critical battery alarms ((B)(4)) and mentioned in this complaint were not involved in such events. Additionally, according to the (B)(4) data logs, there were multiple premature battery switches taking place, which could be related to communication failure or could have been caused by the user. Said premature switches involved the following batteries: (B)(4) reported failure (loose connector) was confirmed visually. The power port 2 connector was slightly loose. However, the controller still performed as intended. The manufacturer is currently investigating the cause of loose connectors. (B)(4) were not involved in any of the critical battery alarms the most likely root cause of the reported event (power disconnect and critical battery alarms) can be attributed to a communication error between the controller and the batteries. The most likely cause of the loose connector in (B)(4) can be attributed to a shift in the manufacturing process. This is two of four reports (3007042319-2015-04147, 3007042319-2015-04148, 3007042319-2015-04149 and 3007042319-2015-04150) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The controller and controller ac adapter were not returned for evaluation. Review of the manufacturing records confirmed that the associated devices met all requirements for release. Controller log files were not submitted for analysis. The reported event could not be confirmed since the units in question were not available for analysis. Based on the reported information, the most likely root cause of the event can be attributed to bent pins within one of the controller's power port. A bent pin may prevent a power source from connecting to the controller, causing the controller to alarm a power disconnect alarm. The bent pin was likely due to a forced or improper connection. Heartware is investigating bent pins. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4).

Manufacturer narrative:
Report source: please disregard the report sent as follow-up # 3 under this MFR (3007042319-2016-04148), as there was a "mix up" with an older MFR #, 3007042319-2015-04148. This report, follow-up # 4, is an amendment and correction in order compromise the issue with the two mfrs. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.